Event description:
It was reported that the pt allegedly experienced a urinary tract infection, developed a yeast infection in her blood stream, abdominal pain, which resulted in her having to spend 3 days in the ICU to receive antibiotics. She was then transferred to the floor where she spent an additional 3 days to receive antibiotics to treat the urinary tract infection and the yeast infection. The pt had to be cooled while in the hospital to treat her fever. Per instructions from her catheter provider the pt was washing and reusing her catheter when the event occurred.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: " how to prepare and use the magic 3 catheter. The catheter is intended for urinary bladder drainage in patients requiring catheterization for management of incontinence, voiding dysfunction, and surgical procedures. This is a single use device. Do not reuse. Reuse of a single use device increases the risk of catheter acquired urinary tract infections. Urethral catheter for urological use only. Discard after use. Made of silicone elastomer." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.